Event description:
It was reported by service report that the litter could not be fully lowered due to obstruction of an o2 bottle on the base hood. No pt involvement or adverse consequences are reported.